Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys cortisol ii on a cobas 8000 e 801 module. No incorrect values were reported outside of the laboratory. The sample initially resulted with a cortisol value of 2.14 nmol/l. The sample was repeated twice, resulting with values of 544 nmol/l and 546 nmol/l. The cortisol reagent lot number is 440981. The reagent expiration date was requested, but not provided.